Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: pt was brought in for coiling multiple aneurysms. The first aneurysm was successfully coiled. However, the second aneurysm was difficult. The first coil detached successfully but after detaching the second coil, it dislodged both coils and migrated out into the middle cerebral artery (mca). After several hours and multiple attempts to retrieve the coils unsuccessfully, the pt was brought into the operating room in hopes of retrieving the coils. The pt had a stroke during procedure and was listed in critical condition.